Manufacturer narrative:
The device was not returned to aci for eval and the device's lot number was not provided for lot history review. Based on the info provided and the investigation performed, the root cause of the retroperitoneal bleed could not be determined. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU. In considering potential causes, the vein injury could have caused or contributed to the retroperitoneal bleed, especially in light of the fact that anticoagulants (heparin and integrilin) were given to the pt during the procedure.

Event description:
A female pt underwent a coronary intervention procedure in 2008. Peri-procedural meds included heparin and integrilin. A 6f sheath was placed into the cfa, and femoral angiography was performed prior to closure to verify arterial access. The physician proceeded to use the mynx device in which hemostasis was successfully achieved and no hematoma noted. A sterile dressing was applied to the puncture site and the pt was transferred to recovery in stable condition. Later that evening , the pt experienced a drop in bp and a CT scan documented retroperitoneal bleed. The pt was sent to surgery in the next day for vascular repair. The mynx sealant was identified on top of the arteriotomy, and after removal, there was no evidence of active bleeding. The arteriotomy was encountered and sutured. In addition, there was an associated vein injury which was actively bleeding and repaired with suture. The wound was irrigated, a drain was placed, and the skin was closed. The pt tolerated the procedure well and without complication. No further follow-up info was provided.